Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2019 with the following findings: during investigation, the pump was unable to power up. The battery compartment was cracked at the threads causing a leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged there was intermittent power to the pump, with a cracked battery compartment. There was no alleged damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.